Event description:
According to the medical record, the eea stapler was introduced and the stapler misfired. The colon and rectum did not staple together and fell apart. The stapler was removed and the physician decided to create a hand-sewn anastamosis. There is no known patient harm at this time.